Event description:
Consumer reports inaccurate readings using bd logic cobranded meter. Analysis run on clark error using mean average reading as ref. Point vs. Bd readings yielded the following results: 296 vs. 413 =c; 186 vs. 307 =c; 118 vs. 217= b. Data points fell into "c" zone of the grid (unacceptable ranges).